Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The (B)(6) principal territory manager (ptm) evaluated the intra-aortic balloon pump (iabp) and replaced both batteries. The ptm did a complete preventative maintenance (pm) with full calibration, functional testing, and safety checks according to factory specifications. The iabp passed all tests and checks. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) did not meet the 2 hour battery run time. There was no patient involved, thus no harm nor adverse event reported.